Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 16-aug-2022, UDI#: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with a wireless external neurostimulator (wens) for an unknown indication for use. It was reported that the patient was nearing the end of a successful spinal cord stimulation trial. They had planned to go forward with the implant and their lead pull was to be on (B)(6) 2018. However, they notified the rep last night ((B)(6) 2018) that they had developed swelling in their left leg and reported to the emergency room on (B)(6) 2018. They stated that they were admitted for a blood clot in their leg and they indicated that their leads were pulled at the hospital. The rep had no other information at this time and the patient was not local, so they were at a hospital outside of the rep¿s normal area. Presumably, they stated this was more a factor of the patient¿s past medical history than anything related to the equipment. It was reported that the patient had had blood clots in the past. No troubleshooting was done. The leads were pulled and the issue was resolved at the time of the report. It was reported that the lead would not be returned as the device was discarded. The trial began on 2018-10-26 and the lead was pulled on (B)(6) 2018. The event occurred on (B)(6) 2018..no further complications were reported/anticipated.